Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 14dec2020.

Event description:
It was reported to philips that the device shut down 10 minutes after setup while in use. The device was in use at the time of the event. The ventilator was swapped out and it was noted that the patient oxygen saturation decreased to approximately 70 percent during the device transition. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated there were no errors in the significant event log. The customer stated that the battery manufacture date is 3-31-2020, and the battery voltage is 12.98 and 98%. The rse advised the customer to run a full performance verification test (pvt) to help diagnose the issue as the battery voltage should be greater than 15.0v. The rse informed the customer to charge the battery, and if does not go up to 15v that they may need to change battery. The customer returned a call to the philips rse and stated that the performance verification test (pvt) was completed, and all tests passed. The device was placed back in service with no replacement parts required. Based upon the information provided, the allegation of device shutdown during therapy delivery resulted in premature cessation of positive pressure therapy and moderate patient hypoxemia during the period of time required to obtain a secondary mechanical ventilator. Device investigation by a trained facility biomedical engineer has determined the device is functioning correctly and appropriately to all declared manufacturer specifications with no failure or malfunction noted, determining use error as the root cause for the device shutdown. The facility has since then implemented various methods of safety measures and practices to reduce the likelihood of such use errors from reoccurring. Due to the use error, therapy was prematurely and unintentionally terminated, resulting in moderate patient hypoxemia. No additional harm or injury was noted, however due to the injury presented, this complaint will be reported to the appropriate competent authorities with no device malfunction, cause, or contribution to the patient condition noted.